Manufacturer narrative:
As of 3/26/2007, lumenis regulatory has not been able to determine the model and serial number of the relevant lumenis device and has sent an inquire to the end user.

Event description:
A patient experienced a deep burn and scar on the right leg at the knee level following vein treatment, per a report provided to lumenis by the patient. The patient was not able to provide lumenis with the model of the lumenis device that was used for treatment. According to the report provided by the patient, medical intervention included cicaplast and two months of weekly plastic surgery treatments (no details were provided).